Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Explantation date: (B)(6) 2022. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced right-sided grade iii/IV capsular contracture and rupture postoperatively. MRI performed on unspecified date indicated the right-sided rupture. The diagnosis was confirmed based on physical examination. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the MRI result, revision surgery, and condition of the suspected medical device. The patient was referred for MRI, since she had been experiencing intermittent breast pain in her right breast and experienced ¿a pop¿ about 2 months ago. As a result, MRI was performed on (B)(6) 2021, and the result indicated right-sided rupture. The patient underwent bilateral removal and replacement with two 450cc gel breast implants. The patient¿s surgeon stated that during the revision surgery 50cc of seroma was observed in the right side. Upon explantation, the device was observed to be intact. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Updated reason for device explant and/or reoperation: suspected rupture, capsular contracture, seroma the relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 27, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with a late-onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent them to a laboratory with appropriate expertise for pathology tests to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends a surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).